Event description:
Customer reported that patient who had an ultrasound biopsy on (B)(6)2010 came back on (B)(6)2010 with a tissue inflammatory reaction. Doctor feels it is related to the biopsy site marker. Customer reported that topical anti-inflammatory and oral didn't help the 50 cent piece sized peeling skin area around site. Customer reported that the patient mentioned that she has similar reactions to hypo-allergenic earrings so figured this was a similar reaction. Patient is scheduled for a lumpectomy to remove the marker. It should be noted that the implant material is implant-grade titanium.